Event description:
Complainant alleged that during functional testing, the device's display was blank with a dot in the center. Complainant indicated that there was no pt involvement in the reported malfunction.